Event description:
It was reported that t1 and t2 deployed simultaneously. No patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: "it was reported that t1 and t2 deployed simultaneously. No patient injury was reported." If a defect is observed, the device should be returned as found. This device has indications of attempted use. The return consisted of the fast fix device one anchor and a strand of damaged suture attached. The suture has been retied into a knot and was inadvertently knotted through the "v" lengthwise on the anchor. This situation inhibits anchoring capability. The depth limiter was attached. It was found retracted as much as physically possible. The symptoms are indicative of difficulty with reaching the desired anchoring location and difficulty with anchoring. Twisting of the needle during attempts may release anchors when not intended to. A functional test confirmed that the device delivery system cycled and actuated. No root cause related to the manufacture of the device was confirmed.